Manufacturer narrative:
The method used at the other laboratory was the siemens atellica (chemiluminescence immunoassay). Based on the available information, the investigation was unable to determine a specific root cause. As the samples are no longer available, no further investigation is possible.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results from the cobas e 801 analytical unit. The oncologists contacted the laboratory because they saw a higher number of patients with folic acid deficiency. The following examples were provided: example 1 initial result was approximately 7 nmol/l (rated as folate deficient), and the repeat result at another laboratory was approximately 17 nmol/l (no folate deficiency). Example 2 initial result was 10.1 nmol/l, and the repeat result at another laboratory was 16.4 nmol/l. On 22-dec-2025, example 3 initial result was 7.3 nmol/l, and the repeat result at another laboratory was 14.7 nmol/l.